Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and compromised force system sensor and excessive no delivery test. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during basal and bolus attempts. Customer does not recall any significant events leading to the error. Customer indicated that their blood glucose was between 200 mg/dl and 498 mg/dl and that later in the day it dropped to 39 mg/dl. Troubleshooting was done for no delivery and it appeared that the pump is operating as designed. The customer was advised to change out their entire set, reservoir and that a replacement pump will be sent to her in the mail. The customer was advised to return the product for analysis. No further information was provided.